Event description:
Description of event according to initial reporter: physician was placing an ivc filter. Patient had some angulated anatomy, vein took a pretty deep dive. After getting access the physician started with a j wire, had some trouble getting it up and then used a glide wire to get up into the ivc. Physician advanced the sheath up and seemed to go up smoothly. Shot a venagram looked great. Put up filter, advanced just past ingunial ligament and wouldn't advance. Noticed the sheath had torn and hook of filter had punctured through the side and got caught. They placed an amplatz wire as a buddy wire to try and straighten out anatomy next to the sheath. Were able to manipulate wire and rotate to get the filter unstuck and removed the filter from the patient. They then were able to remove the sheath. They opened a new tulip filter and delivery system. Advanced the sheath next to the amplatz wire which was there to help straighten anatomy and were able to place a new filter without any problems. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.